Event description:
During the implantation procedure, the rv setscrew was not working properly. Therefore, the pacemaker was not implanted.

Manufacturer narrative:
(B) (4)the analysis on this device is pending.

Event description:
During the implantation procedure, the rv setscrew was not working properly. Therefore, the pacemaker was not implanted.

Manufacturer narrative:
(B)(4). The analysis on this device is pending. (B)(4).